Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. Final analysis indicates the cause of the reported event of stylet could not be removed was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. Damage was also found that was sustained during procedure.

Event description:
It was reported that the patient presented for a lead implant. During procedure, the stylet got stuck and could not be removed from the left ventricular lead. The lead was not used and another lead was implanted. The patient was in stable condition.